Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 7225099, conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 60mmh2o. The valve was visually inspected; a cut mark was noted on the lumbar side of the valve. The catheter was irrigated and no occlusion noted. The valve passed the leak test, only leaked from cut mark. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause analysis - the root cause for the reported issue (leak) is due to the cut marks present on the lumber side of the valve. The root cause for the ¿cut mark¿ is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID: ns9008) was implanted due to subarachnoid hemorrhage and secondary normal pressure hydrocephalus (snph) via lumbar-peritoneal (lp) shunt on (B)(6) 2025 with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The cerebrospinal fluid (csf) was leaking from the lumbar side of the valve (neither the connector nor the connecting part of the catheter). On (B)(6) 2025, an x-ray showed a csf accumulation around the device, and on (B)(6) 2025, an increase in the amount of accumulation was observed on x-ray. Therefore, the device was explanted on (B)(6) 2025 and a new device will be implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2025. According to information provided, it is unknown if the patient had any signs and symptoms due to csf leak. The patient is still confined in bed.